Event description:
A physician reported that the probe was cutting normally, then poorly cut the sticky vitreous body, but the aspiration was working before vitrectomy surgery. The procedure was completed by replacing the probe with new one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9, h.3, h.6, and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The unused probe manifold was visually inspected, and no obvious defects were found. No occlusion nor detachment were found in the tubing insertion to the probe engine. The probe manifold was tested on the calibrated console representing the current software version. The light emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe manifold and the console. 5000 cut rate displayed on the screen when the radiofrequency identification (rfid) connectors were engaged to the console. The probe could actuate in the vitrectomy momentary mode. We were unable to replicate the customer's experience during laboratory evaluation. The root cause of the customer's complaint could not be established; the returned samples functioned per specifications. After an investigation of this complaint, it has been determined that the returned sample functioned per specifications; therefore, no corrective action is required at this time. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).